Event description:
The (B)(6) fire star balloon did not deflate. The balloon was safely removed and the procedure was completed with another balloon. The target lesion was located in the lad. The lesion was calcified and tortuous. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the device through the guide catheter. The inflation device used for the procedure was successfully used with other devices.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During a procedure, the sakura fire star balloon did not deflate after it was used for its initial inflation. The balloon was safely removed and the procedure was completed with another balloon. The target lesion was located in the lad. There was moderate vessel angulation. The lesion was calcified and tortuous. The percentage of stenosis was unknown. There were no kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the device through the guide catheter. The inflation device used for the procedure was successfully used with other devices. The balloon had been inflated to nominal pressure. The device was not resterilized. The product was stored with other like products. The name of the contrast medium used was unknown. The contrast to saline ratio used was unknown. The manufacturer of the inflation device used was unknown. The balloon was inflated to nominal pressure (8 atm) but it was unknown how long the pressure was maintained before deflation was attempted. As the balloon could not be deflated, the physician pulled it out to remove it. The patient did not suffer any adverse event as a consequence of the failure. One non sterile firestar 2.00 x 20 mm was received coiled inside two plastic bags. One kink was observed at 3.2 cm from distal end; this condition could be related to the way the unit was sent for the analysis. The balloon was already inflated; crystallized inflation residues were found along the unit. No other anomalies were observed. Inflation residues were removed from the unit. The guidewire 0.14" was inserted through the unit inflation and deflation test was performed without anomalies and within specification parameters. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'deflation difficulty-unable to' reported by the customer was not confirmed since no anomalies were found during functional a microscopic analyses. The exact cause of the reported failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure and kink found are related to the manufacturing process; however a risk analysis was initiated to address this issue.